Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery for 3 days and his blood glucose was over 400 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit and the insulin pump alarmed no delivery. Customer was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing; insulin did exit the tubing. Customer was able to perform an additional fixed prime. Customer was advised that the insulin pump is working as designed.